Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unk), the device displayed a "defib fault 72" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.